Event description:
It was initially reported to boston scientific corp that an ultraflex covered esophageal stent was used during a stenting procedure on a male pt (B)(6). According to the complainant, the physician was attempting to place an ultraflex covered stent in a pt with a previously placed stent (non-bsc) which had migrated into the pt's stomach. The wire was advanced through the stricture into the pylorus. Difficulties were then encountered advancing the device as it progressed over the wire into the stomach. The device was removed and another stent was used with the same result. The procedure was completed with another MFR's stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; partial stent deployment.

Manufacturer narrative:
(B)(4). (Inability to advance). A visual examination of the returned device found that the yellow pull ring had been retracted approx 20 cm which in turn had deployed the very distal edge of the stent. No other issues existed with the profile of the device. The recommended size guidewire was inserted through the tip and wire lumen with no restrictions noted. There was no kinking evident along the entire length of the device. Based on the results of the investigation, the cause of the event could not be determined. A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. A labeling review identified that the device was used per the ultraflex esophageal stent directions for use (dfu). (B)(4).